Event description:
A report was received that the patient underwent a pocket revision due to charging difficulties. The physician performed the revision and nothing was implanted or explanted. The patient is reportedly doing well following the procedure.